Event description:
Pt reported the infusion device does not correctly deliver the basal rates and this has resulted in hyperglycemia. He experienced hyperglycemia during the day and changed all of the accessories and increased the basal rates, but this did not resolve the issue. He then switched to a pan to deliver insulin. He reported the infusion device did not provide an alert or error message and that it "mush show an alarm of occlusion." The infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.